Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: new production label needed, plastic distal end cover insulation is required due to dent and scratches, forceps passage required, angulation did not meet service standard, distal end plastic cover had a chip, objective lens is peeling on cement, objective lens had minor chips around the lens, light guide lens peeling on cement and had minor chip around the lens, bending section cover had a crack, light guide tube had minor buckles and kink in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a clip inside a channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the clogging/ foreign material within the channel of the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was it possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.